Manufacturer narrative:
There is no service record. Without evaluating the unit, the cause for malfunction cannot be determined.

Event description:
Primed properly, but then would not work on patient at all.